Event description:
It was reported that a patient underwent an aortic dissection procedure on (B)(6) 2023 and suture was used. During the procedure, the patient was hospitalized for a bahnson intervention on aortic dissection. During the creation of anastomoses, the thread pull off. The suture has been changed and it happened again. Repeating events: 4 times for the same lot. Hemorrhagic risk. Risk of losing the needle in the surgical site. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the patient experience a hemorrhage? No. Did the needles fall into the patient? No. If the needles did fall into the patient, were the needles removed during the same procedure? Were there any adverse patient consequences? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-03616, 2210968-2023-03617 & 2210968-2023-03619.